Event description:
During hemodialysis treatment clotting occurred in the venous and arterial chambers of the bloodline. A new bloodline was set up and treatment continued. Half of the pt's blood in the extracorporeal circuit could not be returned resulting in estimated blood loss of 115cc.